Event description:
Pt was experiencing shortness of breath and is having trouble swallowing, though their seizure control with vns therapy has been very good. Further follow-up revealed that the pt was hospitalized for treatment of gerd (gastric esophageal reflux disease). Physician indicated that the pt's condition was not related to the vns. Investigation to date has been unable to determine whether the pt was diagnosed with gerd prior to vns implant and whether or not the vns therapy has exacerbated this condition.